Event description:
It was reported that a physician in training attempted arteriotomy closure using the starclose device after a diagnostic procedure. The clip automatically fired at the last stage of advancing the thumb advancer down, and the vessel locator wings were retracted. Hemostasis was achieved with manual compression. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received; however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.